Event description:
It was reported that during a robotic cholecystectomy, the tip of the steel fascia closure device had broken off. An x-ray was performed, and the tip was identified in the fascia of the patient. The tip was unable to be retrieved due to the need of ir and the patient being pregnant. No immediate harm to patient. Patient was 27.5 wga (weeks gestational age) at the time of the procedure.